Manufacturer narrative:
One device, mep13, mammotome elite probe, was returned for evaluation. Tissue was observed in the sample collection cup. Functional testing was conducted. Device initialized and obtained 6 of 6 chicken samples. Unable to confirm complaint as reported. This report was initially deemed as not reportable as no adverse event had occurred, and was not aware of lost or damaged tissue at time of initial assessment. Following device analysis, the reportability assessment was updated to reportable. Although no adverse event occurred, after consultation with our medical director, the failure mode as reported has been deemed as a reportable event due to the potential for mis-diagnosis as a result of lost or damaged tissue. Therefore, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that no tissue sampled. The new probe was used and the procedure was completed. The procedure was completed with the device. There were no patient complications.